Event description:
Surgical procedure: robotic prostatectomy. According to the reporter: piece of inner seal from obturator (blue seal along the opening where instruments are inserted into cannula, tore and fell into patient's abdomen. The pa had to pull the piece out. There was no injury or hazard to patient or user: robotics coordinator wants to keep damaged seal to show at next committee. The surgical time was not extended over 30 minutes. There was no adverse event. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4).